Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the catheter was inserted no defect was noted. Later the catheter was found in the child's nappy with the balloon deflated. There was no patient injury.

Event description:
It was reported that when the catheter was inserted no defect was noted. Later the catheter was found in the child's nappy with the balloon deflated. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. 7 representative samples were returned for investigation. Based on the complaint descript ion, it was reported the catheter was leak at balloon/cuff. Visual examination was conducted on the returned catheter and no sign of material degradation or abnormalities was observed. All the components appeared to be intact and in good condition. Leak balloon may happen due to various reasons such as contact with sharp object during use i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could be due to several reasons. However, in the absence of the actual sample, further investigation could not be conducted and therefore complaint is not confirmed.